Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. The rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests were unable to be performed due to blank display anomaly. The device has minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that they have a blank screen on their insulin pump. Customer advised they woke up with low blood glucose in the morning and manually suspended the device when they realized the screen was blank. Troubleshooting for the blank display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.